Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge insyte autoguard unit from lot 9039810 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was retracted and the catheter remained in the cap. The catheter was misoriented in the needle cover by 90 degrees causing it to become lodged in the cap and separated from the needle when the needle cover was removed. The catheter was removed from the cap and inspected. No damage was observed to the tubing or adapter. Based off the visual inspection and testing the engineer was able to verify that the adapter was incorrectly orientated. Unfortunately, a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced catheter breakage/separated from hub prior to use. The following information was provided by the initial reporter: it was related that during a patient's puncture, when removing the shield the catheter was removed together.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced catheter breakage/separated from hub prior to use. The following information was provided by the initial reporter: it was related that during a patient's puncture, when removing the shield the catheter was removed together.